Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to reimplant an artificial urinary sphincter (aus) after having it previously explanted on (B)(6) 2019 due to urethral erosion. The patient outcome post procedure was reported to be good.